Manufacturer narrative:
B5 has been updated with additional information. The physical device was not returned to insulet. A review of user data obtained from the cloud for the period of 25jan2025-27jan2025 found the system to be functioning as expected. The data shows that no urgent low blood glucose values were received by the pod, and so no urgent low blood glucose alerts were generated by the system during this period. The automated algorithm was able to appropriately adapt the micro bolus amounts based on the estimated glucose values (egvs) while in automated mode and correctly delivered the user's basal program while in manual mode. No evidence of an over delivery of insulin was observed in the available cloud data.

Event description:
Insulet has been informed by a healthcare professional about a patient hospitalized with hypoglycemia while wearing the pod. On (B)(6) 2025, the patient reportedly¿ changed her pod around 1 p.m¿ that day. Then, the patient ¿did not do a bolus in the evening¿, ¿did not enter her carbohydrates¿ in the system. ¿did not do a manual or pen bolus¿ and ¿did not eat anything¿. According to the reporter, the patient ¿went to bed with a low blood sugar of 0,68¿ g/l. The patient was reportedly found in a diabetic coma at 2 a.m. The patient's blood glucose levels reached 37 mg/dl. At the hospital the pod was disconnected from the controller and a new pod was placed and automated delivery was resumed at 10:30 a.m. And was switched to manual mode in the afternoon. The patient was discharged after at least 12 hours. According to the reporter, ¿there was no alert [from the system], and on the dexcom [blood glucose] graphs there is no hypoglycemia as severe¿. The healthcare professional also reported that ¿ there were automatic administration stops several times¿ from the system. Additional information has been requested. Additional information - additional information was received by the prestataire confirming the patient, a female patient around 70 years old, resumed the therapy with omnipod 5 but ¿with difficulties¿. According to the prestataire, they do not plan to replace the controller as it means the patient¿s history in the controller will be lost and therefore, it will impact the patient¿s therapy. The prestataire confirmed that the controller is still in use by the patient and therefore is not available for return. Please note that the prestataire informed insulet that ¿in view of the incorrect blood glucose data that seem to have been received from the sensor¿ they are ¿rather heading towards a sensor problem¿. Please note that the initial reporter (healthcare professional) also informed insulet that based on the information available ¿it seems like there was rather a sensor problem¿. No further details were provided on the sensor issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Insulet has been informed by a healthcare professional about a patient hospitalized with hypoglycemia while wearing the pod. On (B)(6)2025, the patient reportedly ¿changed her pod around 1 p.m¿ that day. Then, the patient ¿did not do a bolus in the evening¿, ¿did not enter her carbohydrates¿ in the system. ¿did not do a manual or pen bolus¿ and ¿did not eat anything¿. According to the reporter, the patient ¿went to bed with a low blood sugar of 0,68¿ g/l. The patient was reportedly found in a diabetic coma at 2 a.m. The patient's blood glucose levels reached 37 mg/dl. At the hospital the pod was disconnected from the controller and a new pod was placed and automated delivery was resumed at 10:30 a.m. And was switched to manual mode in the afternoon. The patient was discharged after at least 12 hours. According to the reporter, ¿there was no alert [from the system], and on the dexcom [blood glucose] graphs there is no hypoglycemia as severe¿. The healthcare professional also reported that ¿ there were automatic administration stops several times¿ from the system. Additional information has been requested.